Manufacturer narrative:
Product ID 3889-28, lot# v738951, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v738951, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that on 2014 (B)(6), a motor vehicle accident jammed the patient¿s stimulator into their pelvic bone. The patient had not been able to get anywhere with their health care provider (hcp) and needed to find an hcp that could help them. The patient wanted the device electively removed because, they did not like the hcp¿s office staff. The patient received some findings on a scan and wanted to know if it was a normal procedure for the device. The patient had a lot of pain in their pelvic area and in their back. The tip of the lead wire protruded through the left hemi-sacrum and resided in the left hemi-pelvis. Calcification was in the abdominal aorta and bilateral common iliac arteries. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.